Manufacturer narrative:
.

Event description:
Customer reported, hung a 250ml bag of heparin to run at 5 ml/hr and within 1.5 hours, it was empty. Patient was on lvad at the time on the stepdown unit and due to the over infusion had to be transferred to sicu. Ptt lab test was performed every 1 hour during the night. No additional medication administered to counteract the heparin. Customer requesting an event log review. Investigation pending. A follow up report will be sent when investigation completed.